Event description:
On april 7th, breas medical received information that a vivo 45ls - sn not reported - was involved in an incident in the us. Fault description per reporter: "good morning, quick question, is there a way to see what alarms have occured on a breas remotely. I looked through the manual and didn't see any information. I have an invasive patient that passed friday/saturday morning due to vent being off is what I was told. I have not heard from the family as of yet. The message was a text message from the nursing caregivers' manager early saturday morning."

Manufacturer narrative:
Breas has been unable to perform an investigation as the device has not been returned. Breas has made attempts to contact the reporter for more information and to request that the device be returned for investigation, but there has been no response from the reporter at this time.

Manufacturer narrative:
Breas medical inc has reached out to the reporter to request more information and to request return of the device for investigation on three separate occasions: april 6, 2026, may 7, 2026, and may 27, 2026. There has been no response from the initial reporter therefore, breas is unable to move forward with an investigation at this time. As such, this will be the final report and the breas service request will be closed.

Event description:
On april 7th, breas medical received information that a vivo 45ls - sn not reported - was involved in an incident in the us. Fault. Description per reporter: "good morning, quick question, is there a way to see what alarms have occured on a breas remotely. I looked through the manual and didn't see any information. I have an invasive patient that passed friday/saturday morning due to vent being off is what I was told. I have not heard from the family as of yet, the message was a text message from the nursing caregivers manager early saturday morning."